Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Although it was not possible to identify the cause of the incident from the information obtained in the investigation, it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. The event 1 is detectable and preventable by handling device in accordance with the following instructions for use (IFU): - gif-h290t operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope - gif-h290t operation manual: chapter 4 operation:4.3 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn at the c-cover (plastic distal end cover). There was no patient involvement.